Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mpr938, 8534w19 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one reported event /procedure /one patient? Qty impacted: 18 sutures. Event occurred on one patient during the same procedure. Note: events reported via medwatch 2210968-2019-86044, 2210968-2019-86045, 2210968-2019-86046, 2210968-2019-86047, 2210968-2019-86048, 2210968-2019-86049, 2210968-2019-86050, 2210968-2019-86051, 2210968-2019-86052, 2210968-2019-86053, 2210968-2019-86055, 2210968-2019-86056, 2210968-2019-86057, 2210968-2019-86058, 2210968-2019-86059, 2210968-2019-86060, 2210968-2019-86061, 2210968-2019-86062.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was snapping off the needle while in use. There were no delays to the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/18/2019 additional information was requested and the following was obtained: did all 18 devices reported all had issue of suture pulling off /separation from needle during same patient/same procedure? If yes,confirm when reported issue noticed for all 18 devices. It was confirmed during use on same patient and same procedure while suturing and handling, cannot provide how many occurred during suturing and how many during just handling. Additional h3: it was reported performance pull off suture needle. Two opened boxes with unopened samples of product code 8534, lot # mpr938 were returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Event occurred on one patient during the same procedure. Representative samples returned to support investigation of 18 device issues captured in reports 2210968-2019-86044, 2210968-2019-86045, 2210968-2019-86046, 2210968-2019-86047, 2210968-2019-86048, 2210968-2019-86049, 2210968-2019-86050, 2210968-2019-86051, 2210968-2019-86052, 2210968-2019-86055, 2210968-2019-86056, 2210968-2019-86057, 2210968-2019-86058, 2210968-2019-86059, 2210968-2019-86060, 2210968-2019-86061, 2210968-2019-86062. Analysis results have been included in follow-up reports for each.